Manufacturer narrative:
A philips remote service engineer (rse) remotely logged into the primary server and verified the overview central station hostname with the biomedical engineer. The rse checked the speaker settings, and they were set to defaults. The rse attempted to test the speaker multiple times, but no sound was produced. The central station was rebooted, but the issue persisted. The biomedical engineer rechecked the speaker cable connections, but the issue remained. The rse dispatched a philips field service engineer (fse) to the customer site. The fse confirmed that no sound was coming from the speaker. The fse checked the speaker box and noticed that the cat6 port was damaged. The fse determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem is the speaker. The reported problem was confirmed. The fse replaced the speaker kit, and as soon as speaker kit was replaced, sound came from the speaker.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating that the alarms were inaudible from the configured speaker at the central station. The device was in clinical use at the time of the event. There was no adverse event reported.